Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) due to it being too large. A revision surgery was performed in which the cuff was replaced. The patient did not experience any leakage or addition complications. No more information available at the moment. Should additional information become available, it will be provided.